Event description:
Pt being moved from bed to chair. Left upper clip holding sling to pt lift slipped out while pt was in the sling. Clip was only 1" long, others were 2" long. Pt fell striking head. Pt sent to ER for evaluation. Diagnosis probable concussion. Pt expired 12/31/94. Coroner's report pending.